Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain on (B)(6) 2017. The patient stated that they noticed their implant battery was starting to stay charged less and less. Patient services recommended follow up with their healthcare professional (hcp) to have the device checked in the office as recharging frequency may depend on their settings and usage. The patient noted that they turn the stimulation down at night and it helps them sleep better. The patient notified their manufacture representative (rep) of this issue on (B)(6) 2017. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that their recharger antenna does not work. Their ins was totally dead on the day of the report. They try recharging it and the controller shows either good or excellent recharge quality and then will toggle to poor recharge quality screen 76 after a few minutes without moving the antenna. The controller would also beep when this happens. The patient contacted their manufacture representative (rep) on 2017-nov-13 who instructed the patient to remove and reinsert the battery pack but this did not resolve the issue. The patient tried multiple times to reposition the antenna but this did not resolve the issue. They were sure that they kept the antenna disc in position and it was not moving around at all. During the report the patient positioned the recharger over the ins and pressed try again. The patient was instructed to place the middle of the antenna over the implant. The controller showed the implant battery was low. They got excellent recharge quality but after 2 minutes it changed to poor recharge quality. At one point during the troubleshooting the patient said the screen showed the settings not available screen but this quickly transitioned to a recharging screen. The patient was walked through the antenna locate feature and the controller showed 94 as the maximum number obtained. The patient continued holding the antenna in the same place. Upon the charge session starting the controller again showed excellent quality and then toggled to poor recharge quality after a couple of minutes. The patient was transferred to repair to be sent a new recharging antenna and were instructed to follow up with their healthcare professional (hcp) if the issue does not resolve. It was reported the cause of the implant starting to stay less charged was an antenna malfunction. The patient received a new antenna via (B)(6) and the issue was reported to be resolved. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported.